Manufacturer narrative:
Date received by manufacturing: changed/corrected from 12/01/2107 to 12/01/2017.

Manufacturer narrative:
Upon investigation of the received sample, the leak was verified between the protector and the vial. The cannula was found bent and after it was reconnected, no leak was found between the protector and the vial. A device history record could not be evaluated as the lot number is unknown. Several tests and inspections are carried out to avoid faulty parts during the manufacturing process. Among them, functionality testing on the protector is performed. In order to confirm that bent cannulas are discarded by the assembly machine, a test was performed by taking a non-defective protector with a bent cannula and introducing it in the machine. During production, the machine stopped and discarded the affected device. Based upon this investigation and sample received, the root cause of this incident appears to be caused by the customer. Taking into account the information explained in jfrl report, it seems that the root cause was an initial bad connection between the protector and the vial. Based on the low severity and frequency of the defect it was determined that no CAPA is required.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd phaseal¿ protector p50j when preparing carboplatin (chemo), the device leaked from an opening of the protecta and the vial. The sales rep reported no health hazard. There was no report of injury or medical intervention.